Event description:
On (B)(6), 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch lancing device does not fully penetrate. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6), 2013 at 4pm. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. The patient denied making any changes to her regimen in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed a symptom of sweating more than an hour later; however, the patient denied receiving any form of treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified the patient was using the lancing device for the first time and there was no misuse of the lfs product. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s lancing device has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.